Event description:
It was reported that the patient went for a colonoscopy and the rv (right ventricular) lead dislodged. High thresholds, no capture, and no pacing were also noted. The patient also experienced loss of energy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).